Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-11. H6: investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for separated device with the incident lot was observed. However, the customer samples were evaluated by functional testing and the indicated failure mode for separated device with the incident lot was not observed as all product specifications were met. Bd was unable to determine the root cause of the indicated failure mode and has initiated an investigation into this issue for the root cause and any necessary corrective action. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced the non patient needle separating from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: "the back half of the push button shield became disconnected while the needle was still in the patient's arm."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported the bd vacutainer® push button blood collection set experienced the non patient needle separating from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: "the back half of the push button shield became disconnected while the needle was still in the patient's arm."